Event description:
It was reported that while at an airport the ilet displayed three dashed lines, and the user¿s dexcom g7 sensor had been inserted four days prior; the spouse was informed that this indicated a bluetooth connectivity issue and that glucose values would return when the connection was restored, and the user was instructed to perform a fingerstick and enter the blood glucose into the ilet. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no need for medical intervention and no interruption to therapy. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed a temporary loss of cgm-to-ilet communication that resolved with reconnection and manual blood glucose entry. It was concluded that the device functioned as designed and that the event was attributable to intermittent bluetooth signal loss.